Manufacturer narrative:
Evaluation summary: the lens was returned adhered in dried viscoelastic to the inside of an opened alcon product tray. One haptic is bent in the gusset area due to the position in the tray. The lens was evaluated after carefully removing from the tray. After removal of the viscoelastic the lens returned to the original shape. The optic has scratches on the anterior and posterior surfaces. The optic edge has torn and split areas. The center of the optic is cracked. Product history records were reviewed and documentation indicated the product met release criteria. All associated products used are qualified for use with this lens. The root cause cannot be determined for the reported event. Lens damage was observed. The damage observed was typical in appearance to customer related damage. It cannot be confirmed if the damage was induced during implant of the lens or explant from the eye. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient was bothered by glare and could not tolerate the glare." The iol was exchanged approximately three months after the initial implantation with another manufacturer¿s lens. Additional information has been requested. There are two medical device reports associated with this patient. This report is for the left eye.